Event description:
Pca pump delivered overdose of morphine requiring medical intervention to reverse effects. Pt recovered completely w/o adverse event. Initial analysis of pump settings indicates high likelihood of user error rather than mechanical defect.

Manufacturer narrative:
(B)(4). Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.